Event description:
Device and lead system were explanted due to infection. No replacement system implanted. The system was returned. Non-compliant pt. Heavy physical activity occurred post implant dislodging the lead. This also happened after repositioning requiring hospitalization to prevent activity that dislodged the lead. Second repositioning successful, but infection occurred due to multiple procedures. This is part of a system. Selox jt-45, MDR 1028232-06-0176 and kentrox sl 65/16, MDR 1028232-06-0175.